Event description:
It was reported that during interrogation of patient's lvad heartware controller sn: (B)(4) it was noted that the controller had a loose connection on power port #2. No vad alarms noted. All vad parameters within normal limits. Patient stable without any complaints. Md (B)(6) was notified of need to change controller due to loose connection at power port #2. New backup was obtained and programmed. Controller was changed in clinic by trained family member with x2 vad coordinators at bedside. Patient was placed on her backup controller sn: (B)(4). Patient tolerated procedure well without any issues. Pump was auscultated after change. All vad parameters within normal limits. New backup controller programmed and given to patient sn: (B)(4). Representative from heartware notified and sent mailing label to mail back controller to company.